Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the lens cell assembly was thoroughly analyzed. Visual inspection revealed that the component received was in overall good physical condition, and the electrical connections were also in good condition. The cable insulation was pulled back, which exposed internal wires. Additionally, the lens had several white spots on it and the surface was damaged. The console was serviced onsite by a field service engineer (fse), and it was found that the lens cell assembly was defective. After replacement, the issue was resolved, and the console was within specification and was functioning as intended. The malfunction could have affected the device's performance, leading to the event experienced by the customer. Furthermore, the optic blast shield was found damaged during the service. The work order summary states that "verified serial number and removed covers. Found customers blast shields worn verifying customer complaint. Replaced lens cell assy per service manual. Completed alignments. Completed repair checklist. Laser outputs and fiber were good during testing. System meets boston scientific specs." The expected or random component failure was identified with no design or manufacturing issue leading to a conclusion of cause traced to component failure.

Event description:
It was reported that during the procedure, the laser was not producing energy. The procedure was aborted due to this event. There was no report of patient outcome. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation status unknown.

Event description:
It was reported that during the procedure, the laser was not producing energy. The procedure was aborted due to this event. There was no report of patient outcome. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation status unknown.